Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse determined the source of the leak was reagent probe a and replaced the reagent probe a collar wash valve solenoid valve to resolve the leak. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer initially stated there was a leak from the hydropneumatic (hydro) compartment of the instrument on their unicel dxc 600 pro synchron system. The customer stated the leak was uncontained and described the volume of the fluid as approximately 500 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. During the service visit, the fse (field service engineer) determined the source of the leak was reagent probe a.